Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. The exoseal was withdrawn, and manual compression was applied. The procedure was completed with manual compression. There were no reports of patient injury. A 50-year-old female patient underwent an aneurysm repair surgery. The 7f exoseal was used for postoperative hemostasis. When the device was slowly retracted at an angle of approximately 50°, the blood flow indicator pulsed to a halt. The exoseal was then slowly withdrawn for approximately 1 cm. At this time, the operator felt a sense of resistance when retracting the device, and it appeared that the guidewire ring had already ticked the vessel breach, but the exoseal's indicator window had not yet changed color. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The user was trained in the use of the device. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s bmi was not greater than 40. An 8f non-cordis short sheath was used as the catheter sheath introducer. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium/plaque, access vessel tortuosity, a stent near the puncture site, stenosis greater than 50% at or near the puncture site, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. The exoseal was withdrawn, and manual compression was applied. The procedure was completed with manual compression. There were no reports of patient injury. The patient underwent an aneurysm repair surgery. The 7f exoseal was used for postoperative hemostasis. When the device was slowly retracted at an angle of approximately 50°, the blood flow indicator pulsed to a halt. The exoseal was then slowly withdrawn for approximately 1 cm. At this time, the operator felt a sense of resistance when retracting the device, and it appeared that the guidewire ring had already ticked the vessel breach, but the exoseal's indicator window had not yet changed color. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The user was trained in the use of the device. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s bmi was not greater than 40. An 8f non-cordis short sheath was used as the catheter sheath introducer. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium/plaque, access vessel tortuosity, a stent near the puncture site, stenosis greater than 50% at or near the puncture site, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. One video was attached to the event-(B)(6). In the video, the physician attempted to change the indicator, and blood flow was observed coming out of the bleed-back indicator, confirming that the unit was inside the vessel. However, despite multiple attempts, the indicator did not change. No other anomalies or notable details were observed in the provided video. A non-sterile vascular closure device 7f was received inside a plastic bag. The device was unpacked for analysis. During the visual inspection, the following conditions were observed: the deployment button was not depressed, the indicator window showed a white-black color, the cowling guard was locked, the plug was noted in the shaft and saturated with blood, and the indicator wire was deployed. The bleed-back port was in an undeployed position. Additionally, an unknown procedure sheath was locked onto the device, and blood was present in the sheath. No other anomalies were noted during the visual inspection. Functional analysis was performed on the device. Since the device was saturated with blood, it was cleaned by being washed in an ultrasonic bath for 10 minutes. The indicator wire was pulled to move the indicator window from the black/white state as received into the black/black state. At the black/black stage, then the deployment button was pushed down. There was no friction, and it was completely depressed. The indicator window turned into black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button performed correctly, and the plug was deployed properly. The internal mechanism was inspected using a vision system to enhance the image. It was found to be correctly assembled, with no other anomalies observed. The compliant reported by the customer: indicator window- no change to indicator, was not confirmed. Even though procedural images provided confirmed that the window did not change, functional analysis of the device was performed and the indicator window turned into black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button perform correctly, and the plug was deployed properly. The cause of the reported event could not be conclusively determined, however, procedural factors may account for the difference in device function in the video versus the analysis. It was reported that an 8f sheath was used during the procedure with a 7f exoseal vcd. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis did not provide evidence to suggest the failure was related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.